Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the counterfeit top case. Event log history was performed and indicated that there was a flange sensor error recorded in history. During analysis, the reported event was able to be duplicated. It was noted that flange sensor assembly no longer operated properly and was the cause of the reported issue. Service replaced the flange sensor assembly and that cleared up the problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump had a syringe flange sensor failure. No patient consequences were reported. No adverse effects were reported.